Event description:
The customer reported a fluid leak of approximately one ounce (1 fl. Oz.) From a coulter lh 780 hematology analyzer. The leak was not contained within the instrument and no error messages were observed by the customer at the time of the event. The customer was wearing personal protective equipment consisting of a laboratory coat, goggles, and gloves at the time of the event and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
The field service engineer (fse) evaluated the instrument on (B)(4) 2015 and found a leak from the bellows of the aspiration needle. The fse replaced tubing in pinch valves vl57a and vl16a, and replaced the actuator for pinch valve vl57a. Vl57a provides a vacuum to drain the waste from the needle to the waste chamber. Vl16a drains the vacuum isolator chamber. The fse also replaced the tubing and check valve in the waste chamber vc11 port 6. Vc11 collects waste from the diluter. After these repairs the instrument ran without further leaking. The repairs were verified per established service procedures. (B)(4).